Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block e1: this event was reported by the distributor. The physician is: (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire had a mechanical cut, consistent with the finding when it was observed under magnification. Per scanning electron microscopy (sem) analysis, the device exhibited wire problem in the middle area of the cutting wire. The areas adjacent to the fractures showed clearly that the wire was flattened by a mechanical force, as evidenced by the flat surfaces adjacent to the fractures and the increased width of the wire in the area that is flattened. The fractured surface presented heavy shear features, consistent with mechanical cutting. Functional evaluation was not performed due to the device condition. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was had separated showing a mechanical cut. After analysis it was determined that likely the cutting wire was cut by a tool. No evidence of material defects or any other anomalies were observed. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that there was one complaint reported by a different customer due to the same problem for the specified lot.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter address 2): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Phone: (B)(6), (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.